Manufacturer narrative:
Per tandem¿s t:slim cartridge instructions for use: ¿make sure that insulin is at room temperature before filling the cartridge.¿ the device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that multiple cartridges had discolored patient lines. The customer's blood glucose (bg) level ranged from 400 mg/dl to 265 mg/dl. Reportedly, the customer changed the tubing/site and administer a correction to address bg levels. A follow up with the customer indicated that the cartridge is filled with cold insulin.